Event description:
It was reported that during the use of the fusion oxygenator, the perfusionist noted that the trans-membrane pressure (delta p) was higher than normal and resolved when the patient was warmed up. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the device was used to complete the procedure. Medtronic received additional information that the pressure increased pretty quickly, it peaked 7 minutes in. Just after cooling to 35ºc, pre was 527 mmhg and post was 104 mmhg, delta p was 423. The device was primed with plasmalyte and the only addition to the prime was 10k of heparin. Pre and post oxygenator measured in the circuit. An act 711 was used prior to going on. Act 1000 on pump, pre act 124. The temp at this time: set 34.5ºc, arterial 34.6ºc,venous 34.5ºc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.